Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service:since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being used for treatment. The root-cause for the "vt low" and "low minute volume" alarms issue has been the wrong setting of an alarm with respect to a control setting. The correction of the adverse event is the selection of adapted settings for the control and alarm parameters. There was no reported harm to patient, user or third party.

Event description:
On cmv mode under certain circumstances (challenging resp mechanics with high raw and low cstat, low ti time) the vt set is not able to be reached. The user doesn't realize the vt is getting lower and patient gets progressively hipoventilated and ends up acidemic. Log files attached. Failure reproducible: tests show that c3 is not able to increase peak flow to try to reach the vt, independently of the circuit used: coaxial or double limb (see folder attached).